Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. DHR review - manufacturing location: (B)(4). Manufacturing date: 16.aug.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the end of the t-pal spacer applicator inner shaft broke during surgery, while the implant was being maneuvered into plate. There was reportedly no surgical delay. All broken parts were removed from the patient's body. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation evaluation was performed ¿ one (1) applicator inner shaft (03.812.003) was received. The knob at the end of the shaft is broken off. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During the manufacturing investigation the hardness and the diameter next to the breaking point were measured. The undercut diameter next to the breaking point was within specification. The hardness was measured with 42 hrc; according to the specification of 48 +4/0 hrc is result was low. It is likely, however, that the breakage of the applicator inner shaft may have been caused due to high mechanical force which was applied during use. It is unknown how much the hardness being low contributed to any breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.